Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a male patient underwent an unknown procedure. During the procedure the patient's prosthesis was released inside the sheath. The physician repositioned the prosthesis into the sheath. However, when trying to release the prosthesis again the same malfunction occurred. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of documentation, manufacturing instructions, complaint history, device history record, instructions for use (IFU), and quality control data was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Improper positioning of the pusher with relation to the stent, inadequate engagement of the pin vice and unintentional manipulating of the delivery system could result in the observed failure. If a gap between the pusher and stent existed, whether induced during manufacturing or as a result of the procedure, axial movement of the stent would occur during sheath retraction resulting in the depicted failure. Loosening of the pin vice would result in inadvertent translation of the inner-cannula or pusher with relation to the stent, causing the stent to slide with the sheath instead of being deployed. Excess application of force to the pusher during tracking or deployment could result in axial scrunching of the stent, leading to further retraction of the sheath to reveal the stent to anatomy. A similar device (zsle-24-90-zt) was inspected to replicate the incident. The test deployment revealed the same occurrence with approximately 30 mm of travel before the proximal graft edge was observed. However, further sheath retraction allowed for full deployment of the stent. The IFU states "as the sheath and/or wire guide is withdrawn, anatomy and graft position may change. Constantly monitor graft position and perform angiography to check position as necessary". The customer stated that the device was released inside the sheath, however the device relies on stent column strength for deployment rather than a fixation method. There was no release of the stent within the delivery system. The root cause was determined to be product use or handling related.

Event description:
An international customer reported that during an endovascular correction of abdominal aortic aneurysm, the patient¿s prosthesis was released inside the sheath. The physician repositioned the prosthesis into the sheath. However, when trying to release the prosthesis again the same malfunction occurred. There was reportedly no alteration to the graft prior to the procedure. The procedure was completed successfully with another graft, resulting in exclusion of the aneurysm and absence of endoleak.